Event description:
Report received of a delay in therapy due to a pump alarm. The pt was received into the ccu from surgery with levophed 8mg/500ml infusing at 720 ml/hour. The bag of levophed was changed at an unspecified time. At 9:15 pm, the pump began alarming with an "air-in-line" alarm. The pump "door was opened and the tubing was observed to be mashed into the pump". The tubing was "re-fed into the correct pathway". The pump reportedly continued to alarm with "air-in-line" alarms. Two add'l attempts were made to clear the alarm condition, without success. The pt's mean arterial pressure (map) was ordered to be kept at 100 mmhg. During the alarm conditions, the pt's map reportedly dropped to 85 mmhg. The bag of levophed "was squeezed by hand" to deliver the medication. The pump was replaced and therapy was continued with a different device. The pt's map reportedly "recovered" to an acceptable unspecified level. No medical interventions were required for the pt. Though requested, there was no add'l info available.